Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the patient underwent aortic valve replacement (avr) and ascending aortic replacement several years ago. The patient was found to have a very large aortic arch and descending thoracic aortic aneurysm; a thoracic endovascular aortic repair was planned. During the operation, the previously placed aortic valve was inspected and found to have significant calcifications on the noncoronary cusp and even some thrombotic debris. Therefore, it was decided to perform a redo-avr. Another edwards valve was placed with satisfactory results; the patient tolerated the procedure well. Additionally, there have not been any allegations of a product malfunction or deficiency related to the subject device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event could not be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.